Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 271, 97 and 97 mg/dl (used same finger). Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.